Manufacturer narrative:
Additional information: the patient age, weight and gender provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the right side trackers on the imaging system were out of calibration. To resolve the imprecision, the imaging system trackers were calibrated. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, a 3 millimeter imprecision was observed. The surgeon completed the procedure with the use of the imaging system. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.